Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Reportedly, the issue was resolved and customer successfully resumed insulin therapy.